Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 700 mg/dl. It was stated that the customer received several motor error alarms, but he had not noticed until it was too late. It was stated that the customer slipped into a comatose state for approximately five hours. It was stated that the customer was using a loaner insulin pump while he upgraded. It was stated that he has received his upgraded insulin pump, and has not had any issues. Nothing further was reported.